Event description:
It was reported that a patient experienced repeated dexcom g7 sensor pairing failures with the ilet following a sensor replacement, despite a magnet trick and pump restart, and was advised to place a new sensor and contact the cgm manufacturer if the connection did not establish within 10¿15 minutes. Symptoms included none and blood glucose was not affected. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included phone-based troubleshooting and education regarding cgm pairing and device restart. Investigation of this case revealed a cgm pairing failure with no responsible device identified, and no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.